Manufacturer narrative:
Device powered up properly after the test battery was inserted. No blank display noted. However, device had no button response on the select button. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to no button response. Unable to perform the pump trace history download or carelink upload due to no button response. No button error alarm/stuck button alarm noted. Unable to determine the root cause of the no button response due to device preservation. Device received with cracked case near the end cap, damaged end cap,scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal document received information that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.